Manufacturer narrative:
Product is not implantable. The investigation was performed by reviewing design history records and performing a visual inspection of the returned product. The product was determined to meet product specifications. The preliminary investigation determined the product malfunctioned due to mis-use related to co-axial or side overload. Further investigation of the product issue is pending.

Event description:
In 2007, a distributor was inspecting a kit and found the threaded screw removal driver had a broken tip. He is unaware of any event in which the damage may have occurred. There is no associated pt injury.